Event description:
The event is reported as: the device is not putting out/not working. No pt injury reported.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation.